Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g7 continuous glucose monitor pairing failures to the ilet despite settings toggles, code reentry, restarts, app reinstall, bluetooth forget-and-repair attempts, and a sensor swap; the ilet¿s bluetooth information displayed as 0.0.0.0, and a replacement ilet was issued while the user reverted to manual insulin injections. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included temporary interruption of automated insulin delivery and transition to alternate therapy without medical intervention or hospitalization. Investigation included troubleshooting of cgm pairing, verification of app connectivity, bluetooth status review, and confirmation of device identifiers. Investigation of this case revealed suspected ilet communication malfunction consistent with a device connectivity failure preventing cgm pairing. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to bluetooth communication on the ilet.